Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted laparoscopic lobectomy procedure, the first reload was used with a power stapler and it only stapled 0.5 - 1 cm and stopped. The surgeon used a new reload however on the second reload, after pushing the green button nothing happens when tried to staple the device did not fire. The surgeon then tried to used a manual stapler together with the second reload however the problem was the same it did not fire at all. The surgeon then replaced another reload and the third (3) reload until the sixth (6) reload did not worked either with the powered stapler or even with the manual stapler. In addition there were incomplete staple line proximally. To resolve the issue the surgeon had to opened another box or reload. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned device was found to be partially fired and engaged in interlock, the jaws of the reload were open, and staples were protruding from proximal staple cartridge channel. There was a visible gap between I-beam and the sled while the interlock was engaged. Functional testing found that the reload was loaded into a representative instrument and was partially cycled to investigate the gap between the sled and I-beam. The interlock was overridden and the reload was applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the device did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.